Manufacturer narrative:
Technician asked the account to unplug the switch assemblies for the side rail cable then plug the side rail cable into the test port and see if the head section runs up. If the head section runs up, then, the side rail cable may be bad and if the head section does not, then, plug one switch assembly at a time into the side rail cable and see if one of them causes the issue. The account found the issue to be the nurse control outer control panel assembly. No further information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the right head side rail causes the head section to go up. No injury reported.